Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, serial number faded, cracked select button keypad overlay, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
It was reported via phone call that crack is seen on reservoir thread. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.